Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis further confirmed the failure found during service and repair of the device, the no ventricular output was caused by a diode component failure.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification, a ventricular diode was shorted. It was also noted that the upper case was damaged, affecting keyboard fit, the lower case was broken and contaminated, both bail covers were contaminated, the ring cover was broken and contaminated, the lead flex cover was corroded, the battery contacts were compressed, the bails were contaminated, the ring was bent and the keyboard window was scratched.

Event description:
It was reported that the external pulse generator had no ventricular output. Troubleshooting with technical services indicated that output diodes on the ventricular channel were defective. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.